Event description:
Customer reported rainbow discoloration on his insulin pumps display screen. Customer's blood glucose is 80 mg/dl. He stated the screen is reflecting light blue and rainbowish color on the screen and off the sides. Customer stated the device was in his pocket and it may have been exposed to sweat. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump was monitored and no discoloration was noted on the display. No moisture damage was noted on the electronics. The insulin pump had a cracked display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.